Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed the reported issue. Physio identified that designator c181 in the user interface pcb was loose, causing the white screen. The user interface pcb was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for user.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and unexpectedly powered itself off. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no patient use reported with the event.

Manufacturer narrative:
This report is a duplicate of submission MFR# 0003015876-2020-00798.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and unexpectedly powered itself off. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no patient use reported with the event.